Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that, the customer received with failed battery test alarm. The blood glucose was 175 mg/dl at the time of the incident. The troubleshooting steps were guided for failed battery test alarm. Customer received with failed battery test shows or weak battery alarm after replacing the batteries from a fresh package. Customer tried 6 new (B)(6) batteries but still failed battery test appears on the screen. Customer advised to replace the insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube. We were unable to verify failed battery test alarm and perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to blank display. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.